Event description:
Information received a smiths medical cadd reservoir cassette would not attach to cadd legacy 6500 pump. Cassette tube would not connect and pump alarmed. No patient injury, as this occured while setting up the device for therapy. No patient injury reported.